Event description:
During training by a zoll medical sales rep, the device displayed "pacer fault 116", "pacer disabled", and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.